Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information clarified the device referenced in this report was for a scd396 sonicision dissector not a stapler. There is no information as to what issue occurred with the sonicision although questions have been extended to the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy. While resecting the stomach the stapler was able to fire but had poor staple formation. Three loading unit were used and all three times the staple line was open. The surgical time was extended 40 minutes due to the device issue. New device was used to complete the case. No patient injury.